Event description:
It was reported that two ozark screws at c6 fractured post-operatively. Revision surgery has not been scheduled at this time. This report will capture the second of two screws.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that two ozark screws at c6 fractured post-operatively. Revision surgery has not been scheduled at this time. This report will capture the second of two screws.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the screw associated with this record was not returned. Device history records could not be reviewed as a valid lot number was not provided and could not be obtained. Complaint history records were reviewed for this catalog number, no similar complaints were identified. Initial report states that two ozark screws at c6 fractured post-operatively. No x-ray or product return was received. No complications during initial procedure and no revision surgery has been performed. Drill was used to prep screws holes, no tap was used. No reported patient information or post-op activity. Ozark view and guide surgical technique was reviewed: ¿these internal fixation devices are load sharing devices which maintain alignment until healing occurs. If healing is delayed or does not occur, the implant could eventually break, bend, or loosen. Physical activity and load bearing have been implicated in premature loosening, bending or fracture of internal fixation devices in the absence of complete bone healing.¿ ¿adequately instruct the patient. Postoperative care and the patient¿s ability and willingness to follow instructions are two of the most important aspects of successful healing.¿ due to lack of product information, device not returned and with no x-ray provided an exact cause of the reported event of the screw fracture cannot be conclusively determined at this time.